Manufacturer narrative:
Information added to h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It is likely that the foreign material remained inside the device due to handling/reprocessing of the device deviation from instructions for use (IFU). However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling the device following the IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the connecting tube. There was no report of patient involvement or user injury associated with this event.